Event description:
It was reported the pt is no longer receiving effective stimulation and is unable to communicate with her ipg. A replacement charger was unable to resolve the issue. An sjm representative met with the pt and noted the ipg is tilted in the pocket. She must press down on the antenna and position pt in an uncomfortable position to be able to locate the ipg to charge. It is difficult fort the pt to see the charger lights when locating the ipg. She will consult with the physician about possibly relocating the ipg pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.